Event description:
An unknown infection was reported. The symptoms the patient experienced were fever, drainage and opened incision wound. It was also reported that culture was taken from the device pocket, result of culture was unknown at this time of the report .it was indicated that the patient¿s total infusion system were explanted. It was added that antibiotic treatment was necessary. Drug in the pump was unknown

Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer. (B)(4).